Event description:
It was reported that the right atrial (ra) lead was implanted. In the post-operation x-ray, it was found that the lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.